Manufacturer narrative:
The patient had reported a shocking feeling during an MRI last year. The patient added that this discomfort was not experienced before MRI. The patient had a followed-up appointment with the implanting clinician and the clinical representative. During this visit, x-rays were performed, and the implanting clinician confirmed that migration had not occurred. The clinical representative decided to reprogram the program settings. The outcome of the reprogramming was to lower the settings to avoid the patient experiencing overstimulation. The clinical representative believes the parameters might have been set too high. Based on this information, the shock/stabbing sensation was not confirmed/replicated. The mild stabbing sensation felt by the patient could be electrical sensation/paraesthesia. Based on the stimulator investigation, there is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the stabbing sensation is user error since the parameters settings might have been too high, causing overstimulation. Design fmea 06-0537 and hra 06-0524 was reviewed and painful/overstimulation due are known issues with mitigation controls in place to reduce risk as far as possible.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to report "stabbing" pain in the right side of the back caused by specific movements; "skin is numb" and feels different from the rest of his skin in the right abdomen and side.